Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of their pump, where the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer contacted support and chose to reset the pump using the complete pump reset information provided by technical support, which resolved the issue and restored functionality to the pump screen.